Event description:
A patient sustained a corneal burn during cataract surgery. At initial sculpting of cataract, a milky white substance was noted inside patient eye and a burn to the corneal main wound. Surgeon removed handpiece from eye and flushed in a pot of balanced salt solution (bss). Continued with surgery and finished removing cataract, lens implanted. Wound sutured. Patient is fine.

Manufacturer narrative:
Description of changes: h6 updated medical device problem code to 1126, use of incorrect control settings; updated component code to 4756, appropriate term/code not available; added to type of investigation 4121, event history log review; updated investigation findings to 4248, usage problem identified; updated investigation findings to 19, cause traced to user. The most possible root cause is user error. The investigation concluded that in the user settings the duty cycle (determines the proportional of the "on" phase of a pulse.) Was rather high (80 %). In addition, the logs showed that there were some sections without flow, while applying 75 % us power, which likely contributed to the corneal burn. The handpiece was not returned as the investigation of the logfile analysis showed a user error.